Event description:
A report was received that the patient has an infection at the midline site and was in cubicin antibacterial treatment. The physician was unsure as to the reason or source of the infection. The patient was on a drip line and would be evaluated daily for improvement.

Manufacturer narrative:
Additional information was received that the patient's initial symptoms of infection were swelling and soreness at the midline incision site. The symptoms had cleared up.

Event description:
A report was received that the patient has an infection at the midline site and was in cubicin antibacterial treatment. The physician was unsure as to the reason or source of the infection. The patient was on a drip line and would be evaluated daily for improvement.

Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.